Manufacturer narrative:
H10: a philips remote support engineer (rse) spoke with the biomed who explained the patient had a stroke, post cardiac catheterization, and no data was viewed or retrieved by the customer at the piic. The rse reviewed the clinical audit log and noted the patient had multiple patient conflicts resolved from (B)(6) 2020. The biomed attempted to replicate the issue by placing herself on the mx40 and admitting herself as a test patient at the piic. However, this was a manual admit, where the usual workflow was to admit from admit/discharge/transfer (adt). A philips field service engineer (fse) was to be dispatched to the customer¿s facility. Multiple attempts by the fse to contact the customer were not successful. No further information was provided. Available information does indicate that the stroke was not directly related to the equipment. The cause of the event could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Multiple attempts by the field service engineer to contact the customer were not successful.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported patient data was lost at their philips intellivue information center (piic) after placing it and an mx40 in standby. It was noted the patient experienced a stroke.